Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg), with the highest level displayed as "high" on the continuous glucose monitor. Elevated bg was addressed via a correction bolus, and customer changed pump supplies. System check with tandem technical support confirmed that the pump was functioning as intended. However, the customer reported the insulin was used beyond labeling. The customer acknowledged the identified issues contributed to the high bg.